Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of separated guidewire tip from patient. Device issue: guidewire tip separation. It was reported that while attempting to cross a total occlusion in the left popliteal artery through an exchange catheter, the tip of the guidewire became separated. A snare was used to remove the separated piece from the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guidewire was returned without blood visible. There was contrast on the core. The core had separated at the distal end of the hypotube. The distal end of the guidewire was not returned. The fracture face on the proximal end of the separation was slightly ovaled as if kinked prior to separation. There was a small section of the core protruding from the distal endo of the hypotube. No other damage to the guidewire was noted. The guidewire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis of the device core showed evidence of bending fatigue adjacent to the hypotube which fractured. The balance family of guidewires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint and heavy bending will cause rapid fatique of the joint. The fatique found in the sem analysis was probably the result of the attempts to cross the total occlusion which caused repeated overbending of the joint. In coronary procedures, this area is more supported by the guiding catheter, but in a peripheral situation, the guidewire is more vulnerable and will bend if pushed against resistance and typically fails at the weakest point as with the returned device. In this case, the root cause of the bend and subsequent failure due to ductile fatigue overload is unk, but the sem analysis did not show a manufacturing related cause for the failure. This very low-level failure mode is being monitored. To insure this does not occur, manufacturing checks 100% of all guidewires for any bends or kinks along the core. Also, every guidewire is non-destructively checked for hypotube joint tensile strength and must meet the minimum two pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.